Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fluted distal tip from 6mm/9mm cannulated stepped drill bit was found chipped generating loss of material on the surface. The fragments were not received. No other issues were identified. Per the tfn-advanced proximal femoral nailing system (tfna) surgical technique guide option: drilling for dense bone or when using a screw: for dense bone or when using a screw, the stepped reamer should be used to prepare a path for the full length of the implant. The stepped reamer should be used only after the lateral cortex has been opened. Pass the fixation sleeve over the back end of the stepped reamer and check the fixation sleeve for wear per the instructions checking fixation sleeve wear. Adjust the setting to the measured implant length. Pass the reamer over the guide wire, through the guide sleeve and advance it to the stop. Use the rod pusher through to hold the guide wire in place while removing the stepped reamer. Checking fixation sleeve wear. Posible damage: if excessive wear occurs, the fixation sleeve can slip, resulting in incorrect drilling depth. Before use: slide the fixation sleeve onto the drill bit. Press on the fixation sleeve with the thumb without pressing the button. If the fixation sleeve moves under pressure, replace it. Do the same test in the opposite direction. If the fixation sleeve moves, replace it. Recommendations: drill only under periodic image intensifier control. While drilling, do not force. Replace fixation sleeves that do not pass the described wear test. A dimensional inspection for the 6mm/9mm cannulated stepped drill bit was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during the procedure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the stepped ream f/tfna helical blade+scr f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.037.022, lot # f-22259, manufacturing site# werk selzach logistik, supplier : (B)(4), release to warehouse date: 18 sep 2017, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024, the tip of the drill bit broke off during drilling part. Procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review part# 03.037.022 lot # f-22259 manufacturing site# werk selzach logistik supplier : (B)(4). Release to warehouse date: 18 sep 2017 expiration date:na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.